Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ek238su - disp.trocar w.dilating pin 12/150mm. According to the complaint description, the point in front of the trocar was broken. After performing the laparoscopic surgery, the surgeon attempted to find the piece in the patient's abdominal cavity. The fragment remained in situ. A re-operation was not planned to remove fragments. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ek238su - disp.trocar w.dilating pin 12/150mm. According to the complaint description, the point in front of the trocar was broken. After performing the laparoscopic surgery, the surgeon attempted to find the piece in the patient's abdominal cavity. The fragment remained in situ. A re-operation was not planned to remove fragments. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation results: visual investigation: vigilance investigator carried out the pictorial documentation visually. The distal end of the trocar is fractured and the shaft of the trocar is cracked. Fragments are available for investigation. A product safety case ( psc 17-05 ) has already been initiated and several tests and investigations have been performed. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level ((B)(4) ) according to din en iso (B)(4) is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results the root cause of the problem is most probably manufacturing- or design-related failure. Based upon the investigations results a product safety case ((B)(4)) and CAPA 700003326 were initiated.